Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:investigation revealed that the keypad cover was peeling up at the base. All keypad buttons responded normally to button presses and there was no evidence of the display flashing. The keypad cover was removed and there was evidence of moisture found under the contrast and down arrow keypad buttons. The complaint of a flashing display could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the pump casing was opened, revealing evidence of moisture on the support bracket and the battery canister. The battery compartment was cracked. The battery cap was damaged and the yellow o-ring from the cap was missing. The battery cap would not secure properly to the pump; a test cap was used to complete investigation. The cartridge cap was torn at the top opening, however the cap was still able to secure to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was flashing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.